Event description:
The customer stated that he has experienced high blood glucose levels for (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer noticed insulin leaking past the reservoir o-rings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this repot complete to the best of our knowledge.